Event description:
As reported by the user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "bag broke and bile spilled into the abdomen, patient had to be admitted to the ICU. Follow up with facility revealed that there were two (2) sb936 devices utilized on this patient. The device broke before the specimen was placed in the bag. A second device was then utilized and broke after the specimen was placed in the bag, causing the admission to the ICU. Both devices were received at conmed corporation on (B)(6) 2017. The evaluation of devices revealed the devices had two (2) different lot numbers, 8251608190 and 8251605091. It is unknown which lot belongs to which device. There are two (2) complaint records associated with this complaint, this (B)(4). Although multiple attempts have been made, to date there has been no additional information received regarding clarification of devices used or the patient's current condition. The devices and all information obtained has been forwarded to the legal manufacturer, (B)(4) , who is responsible for the investigation and regulatory reporting. A supplier corrective action request has been issued, (B)(4).